Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(4) displayed a mid:09 (air trap assembly) error message" was confirmed during functional testing and archive data review. The root cause of the error message was due to a defective air trap sensor block, attributed to the liquid residue found on the air trap sensor pc board, likely caused by a leaking start-up kit (suk). During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test. The console displayed mid:09, thus confirming the reported complaint. The air trap sensor block was replaced to address the error. Following service and replacement of the air trap sensor block, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
After 3 days of ivtm therapy, the customer reported the thermogard xp ivtm system (sn (B)(4) displayed a mid:09 (air trap assembly) error message and fluid observed around the roller pump. The alarm could not been cleared. The exact location of the leak on the start-up kit (suk) (lot # unknown) is unknown. The console and suk were replaced and therapy was continued using the same catheter. The suk was discarded. No impact or consequence to the patient.